Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had persistent no delivery alarms on the insulin pump. Customer stated they have changed out the infusion set and site several times, but the alarm was recurring. The customer's blood glucose was unknown. Customer declined to return the insulin pump for analysis.